Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Visual check of sample (B)(6) was hemolyzed. The calibration was last performed on (B)(6) 2025, and it was acceptable. The customer stated that the qc was acceptable and confirmed that all maintenance activities were up to date. The field service engineer found that the cause was due to a damaged vacuum line (component failure), preventing the effective cleaning of the reaction cells. He replaced all rinse and vacuum tubing on the rinse mechanism, detergent tubings, ise sipper, sipper tubing, pinch valve tube, ise sipper, and sipper spring and cover. He then performed alignments on the ise probe and ise sipper and replaced the gear pump head and adjusted the pressure and the rinse levels to specifications. Ise checks, cell blank calibration, and precision studies were performed, and they were all within specifications. The instrument was performing back within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 3 patients¿ samples tested on a cobas 8000 ise module. Results for the sodium (na) test were affected. Sample (B)(6): initial result: 166 mmol/l. Repeat result: 139 mmol/l. Sample (B)(6): initial result: 232 mmol/l. 1st repeat result: 139 mmol/l. 2nd repeat result: 141 mmol/l. Sample (B)(6): initial result: 162 mmol/l. 1st repeat result: 136 mmol/l. 2nd repeat result: 135 mmol/l. The customer noticed that the initial results were high and repeated the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.